Manufacturer narrative:
Device details unavailable at the time of this report. (B)(4).

Event description:
It was reported that the patient experienced a loss of osseointegration resulting in fixture loss. There are plans to reimplant the patient with a new device; however, this has not occurred as of the date of this report, june 13, 2017.